Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell, causing the right ventricular (rv) and left ventricular (lv) leads to dislodge. The leads were revised and remain in use. No patient complications have been reported as a result of this event.